Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Manufacturer narrative:
The insulin pump had no button response due to moisture damage on the keypad traces. No weak battery alarm, low battery alarm or off no power alarms could be confirmed due to the keypad anomaly. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. Moisture damage was noted on the lcd and mother board. The battery icon displayed full bars after the battery installation.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs and had been exposed to moisture after jumping into a pool. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 218 mg/dl at time of reporting. Nothing further reported.